Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and the customer successfully reset it with no recurrence of the malfunction code. The customer may continue to use the pump and agreed to contact technical support if the issue reoccurs.